Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty using the pump. A surgical procedure was performed, during which the ipp was explanted and replaced with a tactra device. No patient complications were reported.